Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 on interrogation. A request was made to have data from this device analyzed. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 impact codes. This supplemental report was created to capture additional information.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 on interrogation. A request was made to have data from this device analyzed. To date, this device remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. A new device was successfully implanted. No additional adverse patient effects were reported.